Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7byj9. Hardware: sm-s938u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for between 36 and 48 hours when issues occurred. The patient stated that the pod did not appear to be inserted correctly and that insulin odor was noticeable during wear. The patient was uncertain whether the cannula had properly inserted at the time the insulin leakage was first noticed, though the adhesive was secure. According to the patient, multiple recent pods (approximately five) from the same supply had resulted in insulin leaking during wear, accompanied with persistent hyperglycemia. The patient noted that the infusion site was red and sore during these events. During is event, the patient experienced symptoms including dizziness, light-headedness, and confusion. The patient was at a scheduled doctor's appointment, in the week before christmas (estimated between december 15-19, 2025), and the healthcare provider advised the patient to seek emergency medical care due to blood glucose levels exceeding 500 mg/dl during visit. At the hospital, the patient was diagnosed with diabetic ketoacidosis and elevated magnesium levels. Treatment included intravenous dextrose. Patient was uncertain of the exact dates or length of stay. A new pod was successfully activated following the event.